Event description:
It was reported, that the subject device had image noise. The event occurred, during pre-use inspection for a therapeutic transurethral resection procedure. That was completed using a similar device. There were no reports of harm. And no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image noise. The event occurred during pre-use inspection for a therapeutic transurethral resection procedure that was completed using a similar device. There were no reports of harm and no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6. The device was return to olympus for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pixel defects (white flaws) and chemical residue near the electrical contacts of the video connector. Based on the results of the investigation, and since the customer's reported malfunction was not confirmed, a probable root cause could not be established. A device history review revealed that no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.